Event description:
It was reported that the user experienced difficulty removing the anchor cap while attempting a supply change after switching from teflon inserts to the gen2 cannula device, and the user elected to revert to multiple daily injections for the remainder of the day; reported blood glucose was 236 mg/dl and the device was the ilet. Troubleshooting and education were provided remotely by customer care agent, including instructional guidance and a support video. Investigation of this case revealed user difficulty with device component handling during the infusion set change, with no reported device alerts or malfunctions. No clinical symptoms associated with hyperglycemia reported. Outcomes included user interruption of pump therapy and transition to injections without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.